Manufacturer narrative:
The customer reconnected the cable to the pm pcba properly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Section e: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not turn on. It was reported there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. It was reported that the device would not turn on when the customer attempted to turn it on with the power button. Investigation is ongoing.